Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. (B)(4).

Event description:
It was reported the implantable cardiac monitor (icm) header was sticking out through the incision. It was further reported that approximately two weeks post implant and after the incision adhesive had fallen off, the device began to work through the incision. The patient was later seen in the clinic and clinic staff noted the device header was sticking out. The icm was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.